Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ es server, all new medication orders did not cross over from the center to pyxis. All medications were on override. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that new medication orders did not cross from cerner to pyxis, and all stations were on override. The technical support specialist (tss) found all devices in critical override. Messages were crossing, and the interface was current. However, a purge was interfering with accurate message status reporting. The system functioned as intended after the technical support specialist troubleshooted the issue.

Event description:
It was reported when using the bd pyxis¿ es server, all new medication orders did not cross over from the center to pyxis. All medications were on override. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.